Event description:
The customer requested the run data file investigated to determine a possible cause for the higher than expected wbc content in the platelet product. This report is being filed due to the potential for injury. The disposable set had been discarded prior to caridianbct receiving the complaint.

Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-progress. A follow-up report will be provided.